Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon deployment to the point of no recapture, left bundle branch block (lbbb) was observed. Subsequently, the valve was implanted at a depth of 1-2 millimeters (mm) on the non-coronary cusp (ncc). Following full implantation, it was observed that the valve had moved to 1 mm on the ncc, and the lbbb had still not resolved. As no contact with the membranous septum was observed, it was decided to continue observation of the patient without further treatment for the lbbb.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav). A non-medtronic guidewire was used during the procedure. The deployment starting point was performed with the gold marker aligned with the lower end of the pigtail catheter. During the implant of the valve, placement was observed under intracardiac echocardiography (ice) to confirm there was no contact with the membranous septum. However, following the implant of the valve, computed tomography (CT) imaging showed the distance to the membranous septum was short at 3.1 mm. A post-implant bav were not performed prior to valve dislodgement.